Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that for 1 patient sample the elecsys ft4 ii assay (ft4 ii) results were higher than what the physician expected. The customer compared the patients ft4 ii, elecsys ft3 iii, and elecsys tsh assay (tsh) results from a cobas 8000 e 602 module to a abbott architect. Of the data provided a reportable malfunction was obtained for ft4 ii and tsh. Medwatches for this event include those with patient identifiers (B)(6). The cobas e602 serial number was (B)(4). The ft4 ii results from the cobas e602 were 1.87 ng/dl and 1.86 ng/dl. The ft4 ii result of 1.87 ng/dl was released outside of the laboratory, but was considered high. The tsh results form the cobas e602 were 0.699 uiu/ml and 0.711 uiu/ml. These results were considered normal. On (B)(6) 2018 the patient sample was tested on a abbott architect. The ft4 result was 1.39 ng/dl. The result was considered normal and was within the abbott architect reference range of 0.70-1.48 ng/dl. The tsh result was 0.4959 uiu/ml. The result was considered normal and was within the abbott architect reference range of 0.3500 - 4.9400 uiu/ml/. There was no allegation of an adverse event. When comparing values generated by different types of analyzers, mathematical differences can occur. This relates to the facts that the assays use different antibodies, different setups, and different standardization methodologies/materials. The investigation is currently ongoing.

Manufacturer narrative:
From the information and data provided, a general reagent issue most likely can be excluded. The investigation was unable to find a definitive root cause.